Event description:
During a pulmonary vein isolation procedure, it was reported that there was a map shift without an error message displayed on the carto® 3 system. The procedure was completed successfully without any patient consequences. On (B)(4), received additional information requested from bwi representative stating that the map shift was approximately 20 millimeters. The issue was noticed due to the catheter displacement in conjunction to fluoro/fam. As there were no error message for the map shift issue, this may be a potential risk to the patient. Therefore, this complaint became reportable.

Manufacturer narrative:
Please refer to (evaluation summary) for investigation results. Manufacturer's reference # (B)(4). During a pulmonary vein isolation procedure, it was reported that there was a map shift without an error message displayed on the carto® 3 system. The procedure was completed successfully without any patient consequences. The map shift was not duplicated during further case. System functions properly. No further service requested by account. No root cause of the failure can be determined based on the available information. The DHR associated with carto 3 # 11742 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. The customer complaint was not confirmed.

Manufacturer narrative:
The equipment investigation is still in progress. (B )(4).